Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist (tss) requested the user for dial in permission and the customer confirmed that a specialist was not allowed to dial into the stations as per the user manager and closed the complaint. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users had experienced latency when logging in to the station. Customer stated that it took 2-3 minutes for the login process to complete. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.